Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the reported mr and tissue damage. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for leaflet tear. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted at the anterior 2/posterior 2 (a2/p2). The mr was reduced slightly, but a significant jet remained. A second clip was then advanced, with the intent to implant the clip lateral to the first. The clip was able to grasp both leaflets, but the mr could not be reduced. Additional grasp attempts were made, in an effort to reduce the mr; however, it was noted that the mr returned to baseline. The first clip remained stable on the leaflets. The decision was made to abort the mitraclip procedure and the patient was taken for a mitral valve replacement surgery. During the surgical procedure, a leaflet tear was noted, at the location where the 2nd clip had grasped the leaflets. The 1st clip was explanted. Post surgical procedure, the patient was in stable condition. No additional information was provided.